Manufacturer narrative:
Steris offered in-service training on the proper use and operation for the 5085 surgical table; however, the user facility declined. The table has been returned to service. No additional issues have been reported.

Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the 5085 surgical table. The technician inspected the table and was unable to duplicate the reported event; no issues were found with the function or operation. As no issues were noted with the function or operation of the 5085 surgical table, the reported event may be attributed to an undetected obstruction positioned under the table. If the tabletop is commanded to lower and contacts an obstruction and the command to lower is continued, the table base could start to lift off the floor in response to the hydraulic cylinder movement. User facility personnel may visually see the table movement as suddenly lowering in height due to the obstruction becoming dislodged and the table base lifting off the floor. The 5085 surgical table operator manual states, "caution - possible equipment damage: failure to keep all personnel and equipment clear of table before articulation could result in table damage." "Do not store items on table base. Doing so may result in equipment damage or inadvertent tabletop movement that could place the patient and/or user at risk of injury." The steris account manager offered in-service training on the proper use and operation for the 5085 surgical table and is awaiting a response.the reported event is attributed to user error. The steris service technician returned the 5085 surgical table to service, and no additional issues have been reported.

Event description:
The user facility reported that during a patient procedure user facility personnel commanded the foot section of their 5085 surgical table to lower in height. The foot section moved "fast/quick" to the lowest height position without being commanded to do so. User facility personnel elected to continue the patient procedure with the foot section in the undesired position. The procedure was completed successfully, and no procedure delay or injury was reported.